Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician team indicates that adhesive around objective lens areas of missing sealing agent, damaged sealing agent and light guide lens chipped was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.